Event description:
The rn was contacted directly by the customer. It was reported the device was used during an unknown procedure. The customer states item is "defective". Customer stated the staples will not release. Need to shake stapler to get staples out. They have 3 sterile products, lot #n4j08n, from a different box. Cannot confirm if the item used is from the same lot.